Manufacturer narrative:
This report is being filed on an international product list 2k91-32, that has a similar us product distributed in the us, list 2k91-33. Patient identifer is ids: (B)(6) an evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account stated the architect ca19-9xr diluted results did not correspond to the expected dilution. Two samples from the same patient were used for testing with inconsistent results. No information was provided if the patient testing was performed for management of pancreatic cancer patient. No impact to patient management was reported. No specific patient information was provided. Data provided: sid (B)(6) generated an initial result of >1200.00 u/ml. Sample (B)(6): 1:10 dilution = > 12000.00, 1:20 dilution = > 24000.00, 1:40 dilution = 29248.89, 1:80 dilution = 20562.08, 1:160 dilution = 16311.53. Repeated: 1:10 dilution = > 12000.00, 1:20 dilution = > 24000.00, 1:40 dilution = 29746.13, 1:80 dilution = 23033.26, 1:160 dilution = 16889.31. Repeated: 1:10 dilution = > 12000.00, 1:20 dilution = > 24000.00, 1:40 dilution = 31784.97, 1:80 dilution = 220585.79, 1:160 dilution = 14329.84, sample (B)(6) : 1:10 dilution = > 12000.00, 1:20 dilution = > 24000.00, 1:40 dilution = 25937.24, 1:80 dilution = 18040.17, 1:160 dilution = 16219.96.

Manufacturer narrative:
The review of ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. Historical performance of reagent lot 06022m800 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 06022m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. In addition, a device history record review was performed on lot 06022m800, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue under review. No customer returns were available for evaluation. A deficiency was not identified.

Manufacturer narrative:
Additional patient information provided that was not provided on the previous report.

Event description:
Additional patient information was provided: a 69 yo male with previous history of sigmoid colon tumour, that was fully excised by endoscopy on (B)(6) 2018. On the (B)(6) 2019 he presented for an urgent colonoscopy based on abdominal discomfort abdominal swelling and 7kg weight loss over a 6 week period. Urgent ogd and colonoscopy were performed. Ogd showed grade b reflux with oesophagitis and gastritis. Colonoscopy could not be performed fully due to tumour stricture. Cttap showed a mass in the pelvis. On the 18th nov a biopsy showed a metastatic mucin producing adenocarcinoma consistent with metastasis from a bowel primary confirmed by positively for ck20 abd cdx2 and negative for ck7. On the (B)(6) 2019 he had blood taken for fbc (hb8.7g/dl), ue, lft,bone,crp, ca199 and cea. Renal, liver and bone were slightly abnormal. Crp was 108.6mg/l cea and ca199- very elevated. The patient does not have pancreatic cancer. Ca199 and cea used as investigative tests.